Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
Promus element pmss clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with stable angina. Elective left percutaneous coronary intervention (pci) and index procedure were performed. The 50% stenosed, eccentric, type a, 10mm x 3.5mm new target lesion was located in the distal right coronary artery (rca). After pre-dilation, a 3.50x28mm promus element¿ drug-eluting stent was deployed at 12 atmospheres. Visual residual stenosis rate as 0% and timi flow 3 were confirmed. Then the procedure was completed. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2015, coronary restenosis in proximal rca was confirmed and pci was performed to treat the lesion. On the following day, the patient's symptoms were improved and the patient's status was stable.